Event description:
A customer in the united states notified biomérieux of false negative results associated with chromid® mrsa. The customer reported using chromid® mrsa plates for a cap survey and obtaining no growth; however, the survey results were positive. The samples were reconstituted per manufacturer instructions and subbed directly to the chromid® plates. The plates were incubated overnight at 35-37c, non-co2 and covered from light. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer in the united states notified biomérieux of false negative results associated with chromid® (B)(6). The customer reported using chromid® (B)(6) plates for a cap survey and obtaining no growth; however, the survey results were positive. An internal biomérieux investigation was performed. This investigation was initiated further to the detection of false negative (B)(6) on the chromid® (B)(6) us, ref 43841. After 24h of incubation, three customers observed no growth for several cap surveys whereas the result was expected positive. - first customer's claim involved sample cap mrs5-b 2016: number mrs-06 and ms-09 on batch number 1004772440. - second customer's claim involved sample cap mrs5-b 2016: number mrs-07 and ms-09. The incriminated batch number was not known. The customer also had a claim involving sample cap mrs5-c 2016 : mrs-14 on batch number 1005039440. - third customer's claim involved samples cap mrs5-b 2016 and cap mrs5-c 2016. The number of samples and the number of incriminated batches was not known. This investigation consisted of a review of the batch records, of complaints registered for the batches 1004772440 and 1005039440. An analysis of the sample cap mrs5-c 2016: mrs-14 returned by the second customer determined that storage and shipping conditions were not conforming and had potentially contaminated the sample. Therefore, it was not possible to correctly analyze this sample. Analysis was not performed on the biomérieux retained reference samples because at the time of the registration of complaints, the batches were already expired. On 2017/01/31, no other complaints had been registered on batches 1004772440 and 1005039440. The review of the batch records indicated: - no discrepancies were detected during the manufacturing. - results of quality control laboratory were in accordance with specifications as indicated in the quality certificates. The review of batches record did not allow any connection with the issues observed by customers. Without return of customer samples, it was not possible to continue the investigation.